Manufacturer narrative:
(B)(4). An investigation was completed (B)(4) 2012. Retain testing for lots t11118 and t11124 were part of a larger study that was initiated to better understand and determine the effect of altitude on quality check codes (analyzer detected errors) on t lots of troponin. Cartridge lots tested at 5000 and 10000 feet above sea level showed increase rates of analyzer detected errors.

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that are yielding a high rate for quality check codes (qcc) 123, 126, and 142 on a patient. The customer suspects that altitude may be the cause. The customer stats that the equipment is performing as intend with other types of cartridges. Based on the information available, there were no injuries associated with this event. Lot number: t11118, manufactured: (B)(6) 2011, expires: 11/14/2011. Lot number: t11124, manufactured: (B)(6) 2011, expires: 11/28/2011. Note: all "t" lots associated with this incident have expired any previously associated with an unrelated corrective action.